Event description:
It was reported the lancet protrudes beyond the end cap of the fastclix device. No adverse event reported. The customer did not provide the lot number of the device. Return of the suspect device was requested for evaluation.